Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2005: patient presented with preoperative diagnosis of post laminectomy syndrome, lumbar spinal stenosis l3, l4, l5 far lateral disc herniation, right l3 and l4 and left l4 and l5 and underwent following operations: redo bilateral laminectomy with lysis of epidural scar tissue, l3, l4 and l5. Trans-foraminal diskectomy, right l3-l4, transforaminal discectomy, left l4-l5. Single posterior incision anterior column and posterior column, 360 degrees arthrodesis l3-l4 and l4-l5. Insertion of anterior biomechanical device, 13 mm cage at l4-l5 and 15 mm cage at l5-s1. Use of bone morphogenic protein ssep and emg monitoring. Intrathecal injection of morphine. On (B)(6) 2013: patient underwent MRI of lumbar spine without contrast due to spondylolisthesis, pain, radiculopathy. Impression: postoperative changes. There is spinal stenosis at l2-l3.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.